Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains inside the patient. Pump power elevations and stoppages were confirmed based on the information contained in the submitted system controller log file. However, a specific cause for these events could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient is clinically sound, however, ¿vad function is terrible.¿ a system controller log file was provided to the technical services representative for review. The data contained approximately 1 day of data where the pump power ranged from 0-32.7 watts and estimated pump flows ranged from 0-12 lpm. The log showed almost constant elevated pump powers above 10 watts at the baseline at 9200 rpm. Multiple pump stoppages were observed when pump powers reached over 20 watts. On (B)(6) 2016, it was reported that the pump was off, the driveline exit site was sealed, and the patient was stable with respect to heart failure symptoms. The patient remains on anticoagulation with a target inr of 2.0 ¿ 3.0 and the patient's lactate dehydrogenase level had improved.